Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that drawer 4 had failed and would not be released. An error message indicated that the drawer had failed to stay closed. It was verified that the magnet was not missing from the inseparable, and the root cause was found to be a loose drawer sensor that had detached from the hasp, preventing the sensor from tripping. A field service engineer (fse) reseated the sensor, and the customer was able to recover the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using bd pyxis¿ medstation¿ es drawer was stuck. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.